Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received multiple inaccurate fill estimates displayed on the insulin gauge. Reportedly, the customer loaded a cartridge with around 300 units of cold insulin. After the delivery of approximately 10.2 units, the insulin gauge displayed an inaccurate fill estimate value of 75 units. The customer's blood glucose reached 200-230 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.